Event description:
Additional information received reported: the battery had not worked "after two days". The patient had worked with their doctor and had several x-rays which had shown "no wires were broken". The patient was still concerned with their device or therapy however had not sought further help. It was also reported their physician said "they had two choices, live with it or replace wire."

Event description:
Additional information received noted that the patient was still having concerns with their device or therapy. The patient was told by the manufacturer's representative that the battery would last for 6 - 11 months. The patient had concerns about a "used" battery.

Event description:
Additional information received reported that the patient was getting up 4-5 times, sometimes 6 times a night. . It was noted that the device "worked" for two days then quit. The device was reprogrammed and it worked for 2-3 more days then quit again. The patient only used stimulation at night. To get therapeutic relief, the patient had to increase stimulation to 5-5.2 v, however, at the amplitude he could feel stimulation in his testicles which was painful for the patient. A tingling sensation was felt at the ins location when the patient was sitting and at a level of 3.0 v. X-rays taken showed that "the wires were okay visually-nothing broken but lead could have moved away from nerve." The patient did not want to replace the lead due to "the surgery issue." The patient adjusted parameters on the device. No further information available.

Event description:
Additional information reported that the when the patient increased stimulation, it felt like a "bubbly" sensation. An xray was was conducted and the patient was given options for future action. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient never had therapeutic effect. There was a decrease in therapeutic benefit during nighttime. The ins worked for 1 night post implant at 2.1v, but now he had it at 3.1v and he was up 3 x per night the last 3-4 days. The patient was feeling stim right below the ins location and no longer being felt in the groin area. 3-4 days ago someone walked him through increasing stimulation and potentially changing programs. The patient was initially on program 4 at 3.1v. Stim felt below ins which started on approximately (B)(6) 2012. The patient initially felt stim on (B)(6) 2012 in the groin but then the following day it shifted. Activated program 1 - patient did not feel stimulation at 7.0. Activated program 2 - patient did not feel stimulation at 7.0. Activated program 3 - patient did not feel stimulation at 7.0. Later reporting from (B)(6) 12 noted there was no stimulation sensation. Ins was confirmed on. The patient was at the clinic last week and reprogramming was done. The device only worked 1 night and then he was back to getting up 4 times a night to urinate instead of the 1 time a night when the device was working. The settings were currently at program 4 (patient stated the other 3 programs still do not work) 8v with no stimulation sensation and the ins was on. Patient had 2 pp (patient programmers). The patient had concerns related to battery life. The patient was meeting with a manufacturer's representative today. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot # v312686, implanted: (B)(6) 2009, product type lead. Product ID 3037, serial # (B)(4), product type programmer.